Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported several issues with false positive results involving ih-card abd(dvi-)-conf on the ih-1000. The customer stated that the software interpretation was 1+ positive, when the images were clearly negative. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused the false positive test result. Therefore our quality control laboratory checked their retention sample of the allegedly defective product lot visually and all acceptance criteria were met. The specifications were: visible supernatant homogeneous gel intact sealing no splashes in the reaction chamber furthermore, several cards of the retention sample of the supposedly defective product ih-card abd(dvi-)-conf were tested with donor samples on ih-1000. No false positive reactions were observed. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. According to our sop the complaint was classified as undetermined: the complaint sample was not available, and the retention sample reacted as expected. The customer provided images, but not for this specific ih-card. No data files were provided for this ih-card. As we did not receive the affected patient material and the trace files, further investigations could not be done.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive test result with ih-card abo/d(dvi-)-conf when used on ih-1000. The anti-a well yielded an 1+ test result but the patient is supposedly an o positive patient. The instrument called the test result "abo not interpretable" and no false test result was released. Investigation and testing of this complaint in our quality control laboratory is still ongoing.